Event description:
The plastic overwrap for the heparin 500 usp units in 5ml syringe from excelsior medical is not crimped along the long side of the syringe. We tried several times to reach the manufacturer this morning at (B)(4) without success. FDA safety report ID# (B)(4).